Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a breast surgical procedure on (B)(6) 2010 and the device was placed. When the surgeon activated the reservoir, it did not inflate and suction. The surgeon exchanged it for another product which worked normally. There was no adverse consequence to the pt.